Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patients scs device was non-functional. The patient will undergo an scs explant procedure.

Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively. No device malfunction was suspected.

Event description:
A report was received that the patients scs device was non-functional. The patient will undergo an scs explant procedure.

Manufacturer narrative:
Additional information was received that the patients ipg was charging frequently. It was also noted that seizure was due to post-traumatic stress disorder. The patient underwent a replacement procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patients scs device was non-functional. The patient will undergo an scs explant procedure.

Manufacturer narrative:
Date of event: 2015 additional suspect medical device component involved in the event: model #: sc-8120-50, serial #: (B)(4). Description: artisan surgical lead, 50cm.

Event description:
A report was received that the patients scs device was non-functional. The patient will undergo an scs explant procedure.